Event description:
It was reported that during a sigmoid colectomy procedure, the trocar leaked both during and after the endoscopic stapler was inserted. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing ? Yes. If so, did the noise prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? We believe the universal seal. Was any torque being applied to the trocar or device? No. The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).